Event description:
It was reported that " (B)(6 )2011: the patient presented with a preoperative diagnosis of cervical myelopathy due to c5 stenosis due to large disk herniation. The patient has had progressive weakness in the legs for the past 4 months with numbness from the breasts down over the past 2 months. She recently began to experience weakness in the left hand and numbness of the middle, ring and little fingers of both hands extending up to the elbows coursing along the ulnar side of the forearms. Neurodiagnostic imaging showed evidence of spinal cord compression at the c5 level due to an apparent extruded disc fragment from the c5-6 level, coursing up under the ligament over the posterior body of c5 centrally and to the left of midline. The patient underwent the following procedures: c5 corpectomy using operating microscope; c4-6 fusion using peek cage filled with autogenous bone and translational plate; intraoperative neuro monitoring. Findings during surgery: bone was stout; the c4-5 and c5-6 disks were degenerative; a large sub-ligamentous collection of disc material in 2 or 3 fragments was noted under the posterior longitudinal ligament over the posterior body of c5, more on the left side of midline than on the right; the disc material was completely removed; the superior cartilaginous end plates of c4 and c6 were decorticated and a 28 mm peek cage was placed filled with autogenous bone fragments; a 42.5 mm plate was placed between c4 and c6 using 15 mm screws. Initial spinal monitoring was difficult. We were unable to elicit somatosensory evoked responses from the lower extremities and we were unable to elicit motor evoked responses in the lower extremities, even with the head in neutral position. There was intermittent lack of motor evoked responses in the left hand. Significant osteophyte formation was noted at c4-c5 on the left as well. No patient complications were noted. (B)(6) 2011: the patient presented with a preoperative diagnoses of l3-4 and l4-5 spondylostenosis and left l5-s1 lateral recess stenosis. The patient has had progressive paraparesis over the past four months. She has had numbness and tingling in the feet greater than the trunk. She has continued low back pain and bilateral hip pain. MRI imaging has shown severe stenosis at l4-5 and moderately severe stenosis at l3-4 without any evidence of instability. The patient underwent an l3-l4-l5-s1 decompressive laminectomies. Findings during surgery: the facets were hypertrophic, the spinal canal was narrowed at l3-4 and l4-5, the left l5-s1 lateral recess was narrowed, there was no frank disk herniation encountered. No patient c omplications were noted."

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.